Event description:
A pt underwent mitral valve replacement for rheumatic stenosis due to rheumatic heart disease. The pt was determined to have a low inr, i.e., sub-optimal anticoagulation prior to the valve thrombosis. The carbomedics prosthetic heart valve was explanted and replaced with a valve from another MFR.